Event description:
It was reported that the patient died. The de novo target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was advanced and implanted. However, after the end of the procedure, the patient had been shifted to the critical care unit and the patient died. It was further reported that the target lesion was moderate to severely tortuous, moderately calcified and has 80% long segment stenosis in ostia proximal to mid left anterior descending artery. After post-dilation following the deployment of the stent, there was thrombolysis in myocardial infarction grading 3 flow; however, the patient developed sudden asystole cardiac arrest 1 hour post procedure and did not revert.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that the patient died. The de novo target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was advanced and implanted. However, after the end of the procedure, the patient had been shifted to the critical care unit and the patient died.